Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event involved a male patient while in the cath lab at insertion. The md inserted the pacing catheter via the jugular without issues. It was observed that fluid (not blood) was leaking from the tuohy-borst mechanism. As a result, the procedure continued, but the issue was not resolved. There was not another attempt at the procedure. The device was not removed or replaced. Per the md there was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The patient outcome is they were able to finish the procedure successfully.